Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer was inserting the needle at an angle which resulted in resistance. Customer was able to ultimately fill the cartridge with insulin without changing the needle or cartridge. There was no reported impact to the customer¿s blood glucose level.